Event description:
It was reported that this patient was not receiving therapy and there was an unspecified catheter issue. This resulted in both the catheter and the pump being replaced. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).